Manufacturer narrative:
All operating currents were within specification and no unexpected blank display was noted. However, a corroded battery tube was noted during the visual inspection. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 2.9 mmol/l. Customer was trying to deliver a bolus when the pump shut down. Customer's mother inserted a new battery and the pump alarmed button error. Customer's mother stated that the customer is treating by drinking juice. Customer's mother was advised that the insulin pump will need to be replaced. Customer's mother was also advised to discontinue use of the pump and revert to a back-up plan.